Manufacturer narrative:
It was reported that a follow up appointment on (B)(6) 2021 demonstrated solid l4-l5 interbody fusion via MRI; however, moderate to severe lateral recess and foraminal stenosis with a facet cyst at l5-s1 on the left side was discovered. The patient failed nonsteroidal medications and physical therapy, and proceeded with left side lumbar decompression of l5-s1 with foraminotomy and partial medial facetectomy and excision of the cyst on (B)(6) 2021. On (B)(6) 2021, the patient returned and reported to be improved with a dull lower back pain. Possible adverse events: pain, discomfort, or abnormal sensations due to the presence of the device subsidence of the implant into adjacent bone. Loss of proper spinal curvature, correction, height and/or reduction. Increased biomechanical stress on adjacent levels.

Event description:
A patient underwent anterior lumbar interbody fusion on (B)(6) 2019 which consisted of seaspine's vu apod prime nanometalene interbody system. On (B)(6) 2021, the patient reported left side lower back pain and left lower extremity radiculopathy; however, it was reported that the x-rays looked stable with strong fusion consolidation. The x-rays were not provided to seaspine for review.